Event description:
Complaint description: after insertion when the needle and guidewire were removed, the port the needle and guidewire come out of did not seal. When flushed, fluid leaded out and when aspirated air was being sucked in. Used a different lot number without any issues.

Manufacturer narrative:
Qn#(B)(4). The customer returned one endurance device for evaluation. Visual inspection of the catheter valve revealed a small hole near the center of the white proximal valve. Though the catheter did not fail functional testing the blue cap was broken open to expect the valves inside. The hole was observed to be continuous through both the proximal and distal valves with no signs of the slits, meaning a leak could have occurred before. The hole appears rough and jagged. A sample was attached to a 5ml syringe at the side extension hub and water was flushed through the catheter and out the distal end. The catheter functioned as expected with no leaks observed. The sample was then clamped at the distal end of the catheter and flushed again with the 5ml syringe. No leaks were observed. The catheter was then hooked up to the leak tester and tested at 300kpa for 30secs. Again, no leaking was observed. A DHR review was completed with no relevant findings. The customer complaint of the catheter leaking was not confirmed through this investigation. The returned device was not found to be leaking during functional testing. However, a hole was observed during visual inspection throughout both internal valves. The hole was similar to other holes observed in two other complaints that were found to be leaking. A DHR review was completed with no relevant findings. Based on the sample received, the root cause of this investigation is deemed manufacturing related. A non-conformance was initiated to further investigate this complaint. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
Complaint description: after insertion when the needle and guidewire were removed, the port the needle and guidewire come out of did not seal. When flushed, fluid leaded out and when aspirated air was being sucked in. Used a different lot number without any issues.